Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, suspected suffering bilateral implant ruptures during a spinal surgery, where they were on their abdomen for a long period of time. As a result, the patient underwent bilateral implant explantation on (B)(6)2019, however, it was discovered that both the implants were intact. Consequently, the patient underwent replacement with two unspecified mentor implants. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number ip-00474851.